Event description:
A customer reported that during cataract surgery an ophthalmic handpiece exhibited no ultrasound during the surgery in the quadrant mode. Information regarding patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in sections: b2 and h11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (no handpiece ultrasound during the operation in the quadrants program) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. Phaco poor is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. It will be an inconvenience to the user, but due to the lower power input into the eye, patient risk will not be increased. No further reports will be submitted under mfg report num (B)(4). The manufacturer internal reference number is: (B)(4).